Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(6) oncology society meeting abstract "bayley walker proximal humeral reconstruction - the stanmore experience" reports complication in 3 patients due to aseptic loosening.